Event description:
The customer reported a communication failure error message requiring a shutdown and re-boot. This is indicative of a system lock up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The mainframe ps1 power supply, ups batteries and cable power signal interface board were replaced during service. The system was tested and found to be working as intended and put back into service.